Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the following radio frequency (rf) procedure, the patient's ipg had stopped working. The ipg was damaged due to rf ablation was what shorted out the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well post operatively.